Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a crack on one side of the reservoir compartment and is chipping off. The insulin pump is going through batteries. The insulin pump will no longer hold the reservoir. The insulin pump was in the customer's pocket at the time. The blood sugar is not known and the insulin pump is returning.

Manufacturer narrative:
Unit passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit received with high current draw due to faulty lcd driver. No unexpected low battery or off no power alarms noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and missing reservoir tube o-ring.